Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to isolate the touchscreen failure to the touchscreen assembly. The touchscreen was replaced and the failure was corrected. During testing, the fse observed the display and touchscreen would shut off and go into system failure. The fse isolated the display failure to the coiled cable to display and console. The coiled cable cord was replaced and the display failure was corrected. The iabp unit passed all functional and safety tests per factory specifications; was returned to the customer and cleared for clinical use.

Event description:
It was reported that the display of the cardiosave intra-aortic balloon pump (iabp) was flickering in and out. It was later reported that the touchscreen had artifacts and was not operational. This event occurred before use on a patient. No adverse event was reported.